Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was inoperable. Patient has not charged their system in couple of years due to the patient not having pain and felt the system was not required however recently the patient started to experience pain. Device replacement procedure is anticipated in the near future. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure.